Event description:
Patient was asymptomatic, but requested that his metal liner be removed. MRI showed a small 3mm pseudotumor. The surgeon could not get the metal liner out, despite using a suction cup, mom extractor, and a secondary suction cup, and decided to place a ceramic head, leaving the metal liner in. He was advised that this was off-label use for this head/liner. Update rec'd 4/30/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. An unknown stem is now being added to address allegations of elevated toxic metal ions.

Event description:
Update 5/18/15-pfs received. After review of the pfs for MDR reportability, the acetabular cup is being marked as a malfunction.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.